Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review. The side frame was returned for evaluation, and subsequent testing verified the complaint. The weld was broken at the bottom rear of the side frame. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
Broken weld at the lower rear.